Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed spi to motor pic communication error. The customer blood glucose level was 225mg/dl at the time of the incident. Customer was able to clear the alarm but did not able to complete rewind. Customer stated no alarms occur after the rewind and after clearing the alarm the error reappeared after 6 seconds. Error table did not indicate a pump replacement was required. The device will not be returned for analysis.